Event description:
In 2005 an incident occurred involving a standard water reservoir and heated humidifier. Customer alleges the pt went into distress due to heavy secretions in the endotracheal tube. The pt was extubated and a defibrillator was used to revive the pt. The hosp staff found the water reservoir was clamped. With the clamp in place, no water was delivered to the column.